Event description:
It was reported that patient called and reported that he experienced pain. Surgeon suspected caused by a bone spur which has been removed. Afterwards patient still experiencing pain, squeaking and clicking. Had x-rays and bone scan done, no indication as to why he is having problems.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if it becomes available, it will be submitted in a supplemental report.